Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The amulet was successfully implanted. A day after the procedure, the patient developed a pericardial effusion and a pericardiocentesis was performed. The right ventricle (rv) was injured during the placement of the drain, which required open surgery. While repairing the rv, a small perforation in the laa was identified and repaired. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels were >400 and 9000 units of heparin was administered. The left atrial pressure at time of procedure was 23 mmhg. The amulet was successfully implanted after 2 partial recaptures in order to get optimal orientation so the disc would reach the superior vein ridge. A day after the procedure, the patient presented with chest pain, shortness of breath (sob), nausea and vomiting. A transesophageal echocardiogram (tee) was performed and noted a 1.8cm x 2cm localized to posteriorly pericardial effusion (pe). A pericardiocentesis was performed and 130ml was removed.. The right ventricle (rv) was injured during the placement of the drain, which required open surgery. While repairing the rv, a small perforation in the laa was identified and repaired. The patient was reported stable.

Manufacturer narrative:
It was reported that the patient presented with chest pain, shortness of breath, nausea and vomiting, and pericardial effusion requiring pericardiocentesis. Also reported that the right ventricle was injured during the placement of the drain; while repairing the rv, a small perforation in the laa was identified and repaired. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging); however, this information was not supplied by the site. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported interventions were result of pericardiocentesis and surgical treatment of perforation. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.